Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The monopolar curved scissors instrument was analyzed, and the reported failure was confirmed and replicated. Fa found the primary failure of broken tube adapter to be related to the customer reported complaint. The tube adapter at the distal end was found to be damaged with piece broken off. The broken piece was not returned with the instrument. The damage resulted in the mcs tip being unable to be installed securely into the tube adapter. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the tip of the monopolar curved scissors instrument was cracked. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the scissors were noticed to be damaged while inspecting in sterile processing. They did not have any additional information.